Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported from the healthcare professional that "upon doing our final counts, the dr. (B)(6) notified me that there was a screw from the biopsy guide that had broken off in the patient's skull. He showed me the guide, where it had three screws. He showed me that two of the screws were intact, however, the third screw was missing the bottom half when he took the guide out of the skull. He explained to me that since these screws were so tiny (the size of cranial plating screws), that he could drill it out of the skull, but that would potentially cause more damage than simply leaving the broken screw in the skull, so he opted to leave the broken screw in the skull. After removing the biopsy guide, the hole was covered with a burr hole cover (plate) and additional screws, and the wound was sutured closed. One of the screws on the defective item had the head of the screw intact in the guide, but the bottom of the screw was gone after removing from the skull." There was a delay of less than one hour.

Manufacturer narrative:
H2: additional information added to section a and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that it was during a brain biopsy case.